Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt had undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,there is a 3 mm by 10 mm area of mesh exposure at the distal suture line with surrounding irritation - planned for revision of mesh with vaginoplasty. All visible mesh exposure was excised using the scissors. Small area of persistent mesh exposure which is limited to 2 mm &#62282;prescribed vaginal estrogen three times a week. In-office mesh excision: there is a persistent 1 mm x 5 mm strip of exposed mesh which was excised without complication - instructed to continue vaginal estrogen - referred for pelvic floor physical therapy (pt). Underwent 11 visits of pelvic floor pt for pelvic floor muscle weakness status post surgery - as on 05/03/2010, voluntary pelvic floor muscle contraction noted during cough and relaxation during valsalva - as on (B)(6) 2010, she continues to need verbal cue to use pelvic floor muscle and transverse abdominal muscle strength with cough/sneeze, but is able to perform once cued. There is a 2 cm x 2 mm posterior mesh exposure just proximal to the vaginal introitus - planned for surgical revision of the mesh. Underwent excision of vaginal mesh and vaginoplasty under general anesthesia for persistent mesh exposure following previous mesh prolapse repair - 1 x 4 cm mesh exposure was excised. Yes. Following mesh revision surgery, she developed complications like vaginal discharge, vaginal spotting, vaginal pain, vaginal bleeding, urinary tract infection, exposed and eroded mesh, enterocele, rectocele, gross hematuria and midline cystocele during the interim period of (B)(6) 2010-(B)(6) 2013, for which she had undergone following additional surgeries:second mesh revision surgery: (B)(6) 2011: eroded posterior vaginal mesh, enterocele and rectocele - complete excision of vaginal mesh erosion, enterocele repair, rectocele repair and cystoscopy. Additional implant (gynemesh) surgery: (B)(6) 2013: large cystocele and mild rectocele - transvaginal anterior colporrhaphy using autologous tissue, transvaginal enterocele repair using autologous tissue and prolene mesh, transvaginal bilateral paravaginal repair using prolene mesh and cystoscopy.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "pelvitex".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was a recurrent prolapse, vaginal vault prolapse, enterocele, rectocele, perineal laxity and overactive bladder. The procedures performed included a bilateral sacrospinous ligament vault suspension, vaginal enterocele repair/posterior repair with pelvitex mesh, perineoplasty and cystourethroscopy with intravenous indigo carmine. Complications post implant include vaginal discharge, vaginal spotting, vaginal pain, vaginal bleeding, urinary tract infection, exposed and eroded mesh, modest laxity of posterior vaginal wall, granulation tissue, uti, modest central cystocele, enterocele, rectocele, gross hematuria and midline cystocele during the interim period of 09/23/2010-06/10/2013.